Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angioplasty procedure, the catheter tip detached within the patients aorta. The physician had acquired left retrograde femoral artery access and had negotiated the patient's aortic bifurcation to cannulate the common carotid artery with the 5f catheter. During removal of the catheter over a stiff guidewire the catheter tip detached. The physician then used a vascular snare device to successfully retrieve the catheter tip from the patient's aorta.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.